Manufacturer narrative:
Returned device was received in decent physical condition. The right plunger case was cracked, the left plunger case damaged and one of the tubing holder was broken off. Evidence of reported problem in event log was found. During the evaluation of the device, there was no fault found with the device during analysis. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with system failure. No adverse events were reported.